Event description:
The customer reported on (B)(6) 2013 he activated a new pod and his blood glucose was reading 128 mg/dl. His blood glucose history for the following day ((B)(6)) is as follows: see scanned table. There were no carbohydrate count or insulin dosages provided. The pod was deactivated and he noticed the cannula looks bent. He could also smell insulin around the site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.